Event description:
It was reported that the sv300a ventilator expiratory valve will not open. No front panel settings are available at the time of the reported incident. Ventilator was shipped to 3rd party service where it was discovered that the 1618 pcb was defective. The fse replaced 1618 pcb, calibrated and functionally check unit. Ventilator functioned to all manufacturer's specifications. No report regarding patient involvement in event or device use at failure. There was no patient injury.